Event description:
Same case as MDR ID#: 2134265-2011-05805 and 2134265-2011-05815. (B)(4). It was reported that post a stenting treatment procedure, a patient death occurred. The patient presented due to stable angina. The 99% stenosed and 28mm long target lesion was located in the proximal left anterior descending artery with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilation and placement of a 3.0x8mm ion stent and a 3x32mm ion stent, followed by post-dilation resulting in 0% residual stenosis. A non-target lesion located in the distal left circumflex artery was treated with pre-dilation and placement of a 2.5x20mm taxus express2 stent resulting in 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel. (B)(6) 2011, the patient expired due to an unknown cause. Additional information regarding the nature of the patient's passing has been requested but is not available.

Manufacturer narrative:
Device is combination product. Patient identifier: (B)(6). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).